Event description:
Procedure type: bilateral lap/inguinal hernia repair. Reportedly, as the surgeon pinched the foam collar to depress it down onto the patient's port site to lock it down, the structural balloon detached, but not all the way and stayed on enough to pull it out at the end of the case along with the trocar. The patient is fine and no clinical implications occurred. No patient injury was reported.